Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: what steps were taken to make sure the white washer was not in the patient? How long was the procedure prolonged (minutes)? Was the post-operative care changed based on the event? What is the current status of the patient? Response: the washer was found in the stapler. The stapler will be sent in tomorrow. The shipper kit was misplaced. The procedure took approximately 45 minutes longer due to having to hand sew the anastomosis and irrigate due to contamination. Upon visual inspection of the device anvil and review with the surgeon, the washer was intact in the anvil and washer was not cut. This is the reason there was no cut washer present upon opening the device. 100% certain no washer left in patient. Patient was discharged on (B)(6) 2014.

Manufacturer narrative:
(B)(4) - firing cycle. The analysis results found that the cdh25a device arrived in good visual condition with three staples present and partially formed. The breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that during an open gastric procedure, married anvil to trocar, dialed down to lower green zone, took safety off, fired and did not hear the "crunch" that they are supposed to hear. They opened up the stapler and the stapler cut two donuts but staples were completely straight and did not form at all. The patient was contaminated at this point. They irrigated, and had to hand sew the anastomosis. They never found the white washer they normally see in the stapler. It appears it wasn't present which explains why there was no "crunch." Surgery was prolonged. There were no patient consequences.